Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. An infusion set site change was performed to address the occlusions. A system check was performed and the pump performed as intended. Customer declined to complete the system check as the customer had been using the cartridge for 4 days and did not perform the proper air removal process when the cartridge was loaded. Tandem technical support reviewed the load process with the customer. Additionally, it was reported that air was observed within the infusion set tubing. An infusion set change was performed to address the occlusion and air bubbles. Customer's blood glucose level ranged between 200-300's mg/dl.